Manufacturer narrative:
A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. Service history was reviewed for the system. There was no service record (relevant to the complaint reported event), found. A number of contributing surgical factors (or variables) can contribute to the reported incomplete dissection¿ and ¿posterior capsular tear.¿ by proactively implementing preventive strategies to optimize surgical outcomes, surgeons will prioritize patient safety during cataract surgery procedures. However, based on the information obtained, the root cause of the reported event remains inconclusive the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during creation of flap there is a capsulotomy tear near capsular toric mark in the left eye, the case was completed successfully with no anomalies observed during the actual laser treatment and surgeon created a notch where the said tear was tear, this made her capsulotomy slightly bigger on one side than expected., maintaining capsular bag integrity during refractive surgery. No pre-existing ocular conditions and no medical or surgical intervention required as a result of this event. The procedure was completed on same day.